Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that when the patient complained of feeling like her IV was leaking. Emt found that blood was freely flowing from the endcap (removable clear needleless connector) on the bd maxplus pressure rated extension set. The cap was replaced with a new one. The patient became nauseated and vomited r/t the uncontrolled blood leaking from the IV connector

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.